Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net, non- sustained right ventricle oversensing was observed. After reviewing stored egm, it was determined that there was intermittent post paced t-wave oversensing. The recommended programming changes were not made as the patient cancelled her appointment. The patient was stable and will be continued to be monitored.